Manufacturer narrative:
The lot was manufactured between 02/22/2018 and 02/23/2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set was pulled out of the bag and cut. This was noted during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.